Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) ((B)(4)) revealed no significant anomaly and the ins was functionally okay. Analysis of the lead ((B)(4)) revealed broken 2 and 3 conductors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device received, not yet analyzed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 22-aug-2015. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). It was reported that the patient's device was replaced due to high impedance and lead migration that had been confirmed during and impedance check and x-ray. Contributing factors to the reported event were unknown. It was unknown if the issue was resolved at the time of the report. No patient symptoms were reported. No further complications were reported or anticipated.